Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen in the catheterization lab for a routine generator change on (B)(6) 2020. Upon investigation, documented noise was noted on electrograms on the right ventricular (rv) lead. The noise dated back to 2017. The lead was capped and replaced during the generator change. The patient was stable.